Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir and the insulin pump shutting down and stopping delivery. The blood glucose level was unknown. The air bubbles were a little bigger than champagne sized bubbles. The customer declined to go over insulin pump issues asked if it was the tubing vent blockage stated that times and verified that they reservoir fill was proper also mentioned air bubbles and the insulin pump shutting down and stopping delivery. The product will not be returned for analysis.